Event description:
It was reported that the surgeon was taking the patient to surgery to remove scar tissue. Additional information was received indicating that the patient had a small hole in her left chest wall. The surgeon excised the scar, pulled out the generator and flushed the wound with saline and bacitracin. The generator was then re-implanted. No additional information is known at this time.

Event description:
Attempts for additional information have been unsuccessful to date.